Manufacturer narrative:
Product complaint # (B)(4). Component code: device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? Female. What is the date of index surgical procedure? (B)(6) 021. What were the diagnosis and indication for the index surgical procedure? Uterine adnexectomy. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No further information is available. Was there any intraoperative concurrent use of other products? No further information is available. What is the lot number? No further information is available. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? No further information is available. How much surgicel was used during the procedure? No further information is available. Was the surgicel product left in place? Was the excess irrigated and removed? There is a possibility that the excess surgicel powder was not washed during uterine adnexectomy. What were current symptoms following the index surgical procedure? Onset date? The patient was already discharged from the hospital. What is physician¿s opinion as to the etiology of or contributing factors to this event? Physician commented that the things that was found at patient rectum might have been not surgicel. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative consequences? No deficiency was reported. What is the patient¿s current status? The patient was already discharged from the hospital.

Event description:
It was reported that a female patient underwent a uterine adnexectomy procedure on (B)(6) 2021 and absorbable hemostat was used. Five days after the procedure, when a CT scan was performed due to a prolonged inflammatory reaction, a collection of suspected fecal leakage was found in the anterior aspect of the rectum, and the patient was referred to the department of surgery by the gynecologist. The abdominal findings were a little bit weak, but due to endometriosis, the uterus and rectum were firmly adherent, the rectal serosa was damaged at the time of detachment, and it had already been repaired at the gynecology department, and peritoneal irritation symptoms were also observed, so surgery was performed. Laparotomy revealed no stool in front of the rectum, but only a crumbled-like state object and white moss were seen. When confirming with the gynecologist, absorbable hemostat was sprayed on the vaginal stump (anterior aspect of the rectum). There is a possibility that the excess absorbable hemostat was not washed during the procedure. Additional information was requested.